Manufacturer narrative:
(B)(4). Batch # m55z41. Additional information received: the issue occurred with two white cartridges (tr45w) with the same gun (ats45). The first cartridge was attempted to be fired, but a crunch sound was heard and the device did not deploy any staples or a cut line. A second cartridge was opened, but it was noticed that the first few staples were protruding from the cartridge deck as if it has already been attempted to be fired. The case was completed by reloading the same ats45. Two cartridges are returning. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two tr45w cartridges present. The reload (b) was received partially fired 1/10 and with the reload lock out spring damaged. The reload (c) was received partially fired 1/10 and with the reload lock out spring normal. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the device fired and crunched but no staples deployed. The case was completed using another reload. There were no patient consequences reported.